Event description:
Physician reported right side rupture, peri-implant seroma, and folding on ultrasound. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2203 imaging required a review of the device history record has been completed. No deviations or non-conformances noted. Photo device evaluation: "visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Crease folding of implant: not observed creases on the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed." The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on anterior side assessed as surgical impact opening (shell thickness was within specification) and missing shell assessed as inconclusive. Seroma-late: unable to observe as it is a medical event not related to the device. Crease/folding of implant: creases were observed. Additional observations: wear abrasion observed. Stress marks observed. No further actions are required as the device was implanted.

Event description:
Physician reported right side rupture, peri-implant seroma, and folding on ultrasound. Device has been explanted.